Manufacturer narrative:
A bci customer technical support troubleshot the event with the customer and it was determined that the results came from an empty reagent pack in which the instrument's reagent inventory indicated seven tests should have been remaining. Service was not dispatched for this event. A definitive root cause for the event has not been determined to date.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous bnp (b-type natriuretic peptide) results of no value with ind flags generated by access 2 immunoassay clinical system for unknown number of patients. The results were not reported out of the laboratory. The customer did not report effect to patient or user attributed or connected to this event.